Event description:
The customer contacted heartsine to report that their device would not power on, the on/off button is faulty. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
A service representative performed evaluation of the customer¿s device and was able to verify the reported issue. The root cause was attributed to severe corrosion on multiple critical components and circuitries, including but not limited to the on/off, rtc/status led and microprocessor circuitries. Due to the extent of the corrosion and the damage this could have caused to critical circuits, no further investigation shall be carried out. Information from the device memory shows that the device performed successful self-tests from the 13th june 2022 up to the 23rd june 2024, indicating that the device had failed after this date. Advise user the recommended storage conditions as detailed within the user manual are being in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). The customers device will be scrapped.

Event description:
The customer contacted heartsine to report that their device would not power on, the on/off button is faulty. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.